Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ tubes had low volume. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown (2ml), batch no. Unknown material no. Unknown (4ml), batch no. Unknown. - it is reported customer experienced "low volume". Verbiage received via survey response, - experience low volume in the 2 & 4ml tube; pipette issue & bubbling interfered. Tech now needs to fill to actual 2ml line; not sure if it was analyzer. Deemed acceptable issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes had low volume. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown (2ml), batch no. Unknown. Material no. Unknown (4ml), batch no. Unknown. It is reported customer experienced "low volume". Verbiage received via survey response, - experience low volume in the 2 & 4ml tube; pipette issue & bubbling interfered. Tech now needs to fill to actual 2ml line; not sure if it was analyzer. Deemed acceptable issue.